Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that the device was turning on without any user interaction. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. The remote service engineer (rse) informed the bme that the latest version of the service manual is version t and advised the bme of a possible problem with the user interface (ui) printed circuit board assembly (pcba). The rse provided the bme with the part number of the second-generation ui pcba for repair. Upon receiving the second-generation ui pcba, the bme performed the replacement and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.